Event description:
It was reported that a novum iq large volume pump failed to start infusion. The pump was running and counting mls absorbed, but neither the primary nor secondary drip chambers were dripping. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3,h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow accuracy testing was completed with passing results. A review of the event history log did not identify any excessive alarms, system errors or abnormalities that would result in the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.